Event description:
It was reported that during an implant attempt, it was observed that the left ventricular lead was dislodged from its position. The lead was not implanted. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood/body fluid was present on all conductors.